Event description:
Surgeon commented that patient did not have full range of motion.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 3 11mm x3 ps insert. Unknown left triathlon femur and triathlon baseplate were also listed in this report. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.